Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin continued to drip after releasing the act button during the prime process. The blood glucose reading was 200 mg/dl. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.